Event description:
The beckman field service engineer (fse) reported an injury to the left foot when removing the cover during the preventive maintenance (pm) service on the power express system, which resulted in fracturing the big toe. The fse sought medical treatment, including a cast to the injured area and prescribed anti-inflammatory analgesics. The fse was not hospitalized. The fse indicated this was an accidental injury. There was no report of death associated with this event.

Manufacturer narrative:
The incident resulted from an accidental injury. During maintenance, the cover accidentally fell and struck the fse's left foot. The fse received a cast and was prescribed anti-inflammatory medication. There is no indication that a system contributed to the accident.